Manufacturer narrative:
The reported stroke and elevated lactate dehydrogenase level that started on (B)(6) 2017 was captured under MFR report number 2916596-2017-00307. The pump exchange on (B)(6) 2015 was captured under MFR report number 2916596-2015-02174 and the most recent pump exchange done on (B)(6) 2016 was captured under MFR report number 2916596-2016-01837. (B)(4). Approximate age of device - 4 months. The pump was not explanted. A correlation between the device and the reported thrombus in the outflow graft could not be conclusively determined as no product was returned for investigation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to elevated lactate dehydrogenase and a large embolic cerebrovascular accident. A chest CT was done on (B)(6) 2017 revealed that the patient had thrombus in the outflow graft. The patient¿s inr was 3. The patient was discharged to inpatient medical rehab until (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. The clinicians believed that the etiology was cardioembolic. The clinicians reported that the cause of death was stroke and it was related to the thrombus in the outflow graft.